Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via email that the patient was zapped by the battery in an unknown location. The patient underwent a revision procedure. No further information could be obtained.